Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction. The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) review could not be conducted because the part and lot number were not provided. The reported patient effect of dissection and occlusion are listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4: the UDI is not known as the part and lot number were not provided. Attachment medwatch report #mw5154462.

Event description:
User facility medwatch mw5154462 report received that states, "at the end of a transfemoral tavr case after the percloses were deployed, an angiogram was performed to assess the access site (rcfa). A dissection was noted in the rcfa. Initially it did not appear to be flow limiting. Upon further assessment the heart team decided there was some limitation to the flow to the sfa and profunda. The team decided it was in the best interest of the patient to perform a cutdown and repair the artery. The likely cause, according to the heart team, was the initial perclose deployment. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".